Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The lead measurements were stable and there was an alert for rv low amplitude. Additionally, the patient was seen in-clinic and no inhibition was able to be reproduced with isometric exercises and arm movements. The patient is pacemaker dependent. The plan is to schedule the patient to have their rv lead replaced. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The lead measurements were stable and there was an alert for rv low amplitude. Additionally, the patient was seen in-clinic and no inhibition was able to be reproduced with isometric exercises and arm movements. The patient is pacemaker dependent. The plan is to schedule the patient to have their rv lead replaced. Subsequently, this rv lead was deactivated and remains in-situ. A new rv lead was implanted. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.